Event description:
It was reported that during testing of the pump, fluid continues to flow after it is stopped.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It has been concluded that a free flow condition was the result of a mechanical failure of the lower cam bearing. Additional engineering evaluation confirmed that the ball retention method (cage) had failed allowing the balls to be released from the bearing. It is unclear as to whether the bearing grease degraded due to contamination and ultimately led to the failure of the cage or the cage failed and contaminated and the grease. In either circumstance the failure is related to bearing quality and/or grease contamination, both noted as the cause of the expanded recall.